Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, while using a circle tipless stone extractor, the forceps broken while inside of the patient. The basket separated from the rest of the device. A new product was used to complete the procedure. No clinical impact noted, but the procedure took longer than expected. Additional patient outcome and event information has been requested.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event description: as reported, while using a ncircle tipless stone extractor, the forceps broken while inside of the patient. The basket separated from the rest of the device. A new product was used to complete the procedure. No clinical impact noted, but the procedure took longer than expected. Investigation - evaluation a visual inspection and functional testing of the returned device was conducted. One ncircle tipless stone extractor was returned for investigation. The device was returned without packaging. The distal end of the basket sheath was slightly damaged. The device was disassembled during investigation and the basket was found missing from the basket assembly. The basket wires and basket cannula were missing and not returned. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Event description: as reported, while using a ncircle tipless stone extractor, the forceps broken while inside of the patient. The basket separated from the rest of the device. A new product was used to complete the procedure. No clinical impact noted, but the procedure took longer than expected. Investigation - evaluation. Reviews of complaint history, device history record (DHR), manufacturing instructions, instructions for use (IFU) and quality control data were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other related complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents was conducted. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: the device is conductive. Avoid contact with any electrified instrument. Precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The complaint device was not returned for evaluation. Additional information from the customer was requested, but no reply was received. Based on the limited information provided and other complaints where the device was returned, it was likely the basket detached from the device due to the two wires that connect the basket assembly to the handle having broken. All basket assemblies are tensile tested during manufacturing. It is most likely that procedural related issues occurred during use of the device that resulted in a large force being applied to the device, causing the wires to break and the basket to detach. The IFU contains a caution that excessive force used to manipulate the device may cause damage. The likely cause for the complaint was an inadvertent user issue in that excessive force was likely applied to the device. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.